Event description:
Additional information reported that patient was experiencing a burning sensation from the butt down to the legs while stimulation was turned on. The symptoms started when the patient charged the battery of the implantable neurostimulator (ins) after he found out the battery was low one night. The patient had a fall on his back and down the steps about a week prior to the date of call. It was stated that the reported events started shortly after the fall. The patient had not slept in 3 days and could not touch on the back where the leads were located. The patient was admitted to the hospital 2 nights prior to the report because of the burning sensation and being unable to sleep. The patient could not feel in his right foot and his feet were also swollen. The patient could not lay on his right side or back. The night prior the patient took 12 valium and was able to get 3 hours of sleep. The patient could not turn up stimulation because he would have sharp pain. Stimulation was normally at 5.4 v, but it had been changed to 1.8 v. The location of the symptoms was at the lead location. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient went through a security gate while the device was turned on, and the device was turned off by the security gate. Following this exposure, the patient experienced a loss of therapeutic effect on his right side, and burning from his hip to his toe. The patient could not bend over because of the burning from his high back down to his legs. The patient stated that he went to the doctor on (B)(6) because the pain was severe and his device was not working, but the doctor did not check anything and sent him home. The patient stated that the device had stopped working on (B)(6). It was also reported that the patient's recharger screen was unresponsive. Resetting the recharger resolved this issue, however, it was later reported that the patient experienced coupling and or communication issues, and use of the antenna locate feature failed, as the antenna did not connect properly to the recharger. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; lead model 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4).

Manufacturer narrative:
(B)(4).